Event description:
Laparoscopic cholecystectomy- "during clip application surgeon had problems in hearing final click assuring clip closure. He applied the clip without hearing final click. Clips wasn't closed correctly so he took it off, threw away the clip applier and got a new one (same lot). The second clip applier had the same problem (incorrect clip closure) so he wasn't sure the vessel was closed correctly. He threw away second clip applier and used a third one from a different brand. From about 15 days it seems they have problems with "closure click", too hard to have it." Intervention - "nothing." Patient status - "good."

Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation; however, a photograph was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  Although the root cause of customers experience could not be determined, incomplete clip closure may result if the application structure size and/or the clip application depth prevent the clip toes from meeting during closure. Applied medical's instruction for use discuss the audible click, "on larger vessels or amounts of tissue, you may not find it necessary to reach maximum clip closure or hear an audible click to achieve occlusion." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.